Event description:
The sales representative reported on behalf of the customer that the plp1020, 20/ca plumepen elite (s), was used during breast augmentation procedure on (B)(6) 2021 when it was reported ¿they have had several complaints when this lot is used of what sounds like the bovie tip is not seated in the pen. They said there is a distinct noise it is making. It sounds like what should typically be coming from the tip of the bovie but sounds instead like it is coming up closer to where the bovie tip connects with the pen. They did save one of the pens (unfortunately the bovie tip was thrown away). The surgeon who reported this was concerned it may have caused a small burn/lesion.¿. The procedure was reported as having been completed. Upon further assessment questioning it was reported that the device was making a ¿sizzling¿ noise from the end of the device. The device was laying against the skin at the of the incision. A small, 1st degree burn was found and excised. The patient¿s current status is stable. There was no extended hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Two plp1020 returned opened, one in original packaging and one in unoriginal packaging. The lot number of the device returned opened in original packaging - 210206 was verified. A visual inspection did not find obvious defects on the devices returned. Both devices had an electrode fitted onto the pencil and it fit securely and noises were not heard when the cut and coag functions were tested. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plp1020, 20/ca plumepen elite (s), was used during breast augmentation procedure on (B)(6) 2021 when it was reported they have had several complaints when this lot is used of what sounds like the bovie tip is not seated in the pen. They said there is a distinct noise it is making. It sounds like what should typically be coming from the tip of the bovie but sounds instead like it is coming up closer to where the bovie tip connects with the pen. They did save one of the pens (unfortunately the bovie tip was thrown away). The surgeon who reported this was concerned it may have caused a small burn/lesion.. The procedure was reported as having been completed. Upon further assessment questioning it was reported that the device was making a sizzling noise from the end of the device. The device was laying against the skin at the of the incision. A small, 1st degree burn was found and excised. The patients current status is stable. There was no extended hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.